Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery appeared to be melted approximately 2" up". A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: a2 age at time of event - changed to 55 trackwise # (B)(4). The device was returned to the factory on 22may2020. An investigation was conducted on 09june2020. A visual inspection was conducted as well as a photographic inspection. The two photographs received show the melted shrink tubing on the hp 2 tool closest to the jaw. Signs of blood were observed on the heating element. The cannula and harvesting tool were returned. Signs of clinical use and heavy amounts of blood was observed. There were no visual defects observed on the cannula. Signs of blood was observed on the harvesting tool handle, on the c-ring and on the cannula handle. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. The shrink tubing appeared to have melted closest to the jaws. The clear silicone insulation was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "melted" was confirmed as well as the analyzed failure "material twisted/bent; wire". Specific actions for the analyzed failure "material twisted/bent; wire are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery appeared to be melted approximately 2" up". A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery appeared to be melted approximately 2" up". A replacement device was used to complete the procedure. The hospital did not report any patient effects.